Event description:
Reporter stated 3 of the abbott freestyle libre 3 plus sensors either do not work at all or have stopped working. Reporter also stated that their phone cannot access blood sugar readings and also stated that they are receiving false alarms for all three sensors. Ref reports: mw5168167, mw5168168.